Event description:
An unk size aneurx bifurcated stent graft delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after deployment of the 16 mm x 16 mm x 8.5cm length iliac stent graft, it was not possible to depress the quick disconnect button; therefore, the delivery system was removed from the pt without retracting the runners. No add'l clinical sequelae were reported and the pt is fine. The device has not been returned for evaluation.